Event description:
Customer stated that when performing a bravo procedure, the bravo capsule attached successfully, but the capsule never detached from the delivery system. The customer stated that the procedure took place on (B) (6) 2009 and that the customer didn't have any adverse effects.

Manufacturer narrative:
No patient injury has occurred following this incident.